Event description:
During a tubal ligation the safety shield model c0716, 8mm shielded disposable obturator, did not release and this resulted in a puncture injury to the pt's bowel. The bowel was immediately repaired and the pt was admitted into the hosp for an estimated five days. No further complication was reported.